Event description:
Information was received indicating that the cuff to a smiths medical portex® cuffed flex d.i.c® tracheostomy tube was not holding fluid. It was reported that the fluid leaks out. There were no reported adverse effects.